Event description:
The customer reported to olympus that when using a tracheal intubation fiberscope, there was an air/water leakage from the channel. There was no patient harm associated with the event. The device was returned and evaluated and upon estimation, there was coating peeling on the connecting tube (1mm or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a crack on the control unit. In addition to the coating peeling on the connecting tube (1mm or more), additional evaluation findings are as follows: the bending section cover adhesive had a chip, the bending angle in the up direction did not meet the standard value, the control unit was stick due to water leakage, the up/down plate was sticky, the venting connector was shaved, the image guide had a stain, and the connecting tube had a dent. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. The device was shipped in accordance with specifications. It has been almost 23 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this phenomenon could not be identified. The likely cause of the insertion tube coating peeling off is stress of repeated use. Olympus will continue to monitor the field performance of this device.